Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm from the insulin pump. The customer's blood glucose reading was 102 mg/dl at the time of the report. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with constant motor error alarms during rewind due to encoder signal out of phase. Unable to perform displacement test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address serial number label.